Event description:
The customer reported, an error message with the adc freestyle libre 2 sensor. And therefore, could not obtain readings. The customer subsequently, experienced symptoms of restlessness, trembling, and weakness. The customer was treated by her husband with a glucose syringe injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) and reader magy293-j4982 were returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Communication between the returned sensor and reader was successful. And a (scan timeout message) was not observed. The sensor plug was returned and properly seated. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination), with a brownout reset event internally logged (event 21). The plug assembly was inspected and no issues were observed. The sensor was further investigated and de-cased. Visual inspection has been performed on the printed circuit board assembly (pcba) and no issues were observed. The battery voltage was measured, and was found to be within specification. The issue is confirmed, due to a brownout reset. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an error message with the adc freestyle libre 2 sensor, and therefore could not obtain readings. The customer subsequently experienced symptoms of restlessness, trembling, and weakness. The customer was treated by her husband with a glucose syringe injection. There was no report of death or permanent injury associated with this event.